Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer delivered multiple correction boluses via pump subsequently, the customer experienced decreased blood glucose of 36 mg/dl which was addressed by the customer consuming glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, the customer had difficulties loading multiple cartridges onto the pump. The customer was eventually able to successfully load a new cartridge onto the pump.